Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A complaint was received from the china local ha system regarding a patient who underwent intraocular lens implantation in his left eye on (B)(6) 2024. During the procedure, it was discovered that the patient's suspensory ligament was loose, the posterior capsule had ruptured, and the intraocular lens had fallen and could not be positioned. The lens was cut open and removed, and a company intraocular lens was immediately placed in the ciliary sulcus and stabilized. It did not enter the vitreous cavity or cause any harm. Additional information was requested.